Manufacturer narrative:
Concomitant medical products: product ID 8637-20, serial# (B)(4), implanted: (B)(6) 2012, product type: pump. (B)(4).

Event description:
Information was received from a consumer regarding a patient who received dilaudid(unknown concentration and dose) in an implantable pump for non-malignant pain and chronic low back pain. The second device system implanted in (B)(6) 2012 and removed due to bacterial meningitis in the spine. The issue began shortly after implant ((B)(6) 2012). It was unknown if there was a device issue. The meningitis was diagnosed via spinal tap. The cause of the meningitis and if it resolved were unknown. Additional information was requested from the healthcare provider (hcp), but could not be obtained. If additional information is received, a follow-up report will be submitted.